Event description:
It was reported the customer went to the emergency room and was admitted. Customer's blood glucose was 70 mg/dl. Customer was at a sleep over and was not responsive the next day. Customer was tired so was left to sleep. Later woke up vomiting and violent. The perceived cause of the low blood glucose was hypoglycemia. Customer was experiencing high blood glucose of 460 mg/dl, bloused 10 units of insulin for zero carbohydrates and should have been 7.2 units. Customer was given a spinal tab to rule out meningitis. Drive support cap was reported normal. The insulin pump was turned off and when they turned it on to troubleshoot the time and date where incorrect. Daily totals were reviewed. Device was not exposed to an MRI. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The device passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The device had minor scratched lcd window and cracked display window corner.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. The device passed delivery accuracy test.